Manufacturer narrative:
The fse replaced the sensor pcba to address the reported problem.

Manufacturer narrative:
The fse replaced the sensor pcba to address the reported problem.

Event description:
The customer reported the ventilator cannot boot up and has a black screen. The manufacturer's field service engineer (fse) reported review of the device diagnostic log indicated a vent inop due to sensor pcba +5v failure and/or various combinations of +12v, -12v, 24v and power fail failures (7032), and post timer/24v failure (1014).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator cannot boot up and has a black screen. The customer reported there was no patient involvement.